Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered sp 3.7mm 10m m octagon (spb10) was returned for investigation. Visual inspection of the as returned product identified that the implant is fractured laterally across the middle threads. There were noticeable signs of wear due to usage around the collar.a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 19.